Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication. During this procedure, the tips of the peel away sheath broke off inside of the pt. The fragments were later retrieved by a clamping procedure done in the radiology dept.